Event description:
The dealer reported that the chair got wet from urine and not the elevate functionality is not working. It is undetermined if this is the cause of the malfunction, but may have been a contributing factor. This could potentially restrict the user in an unwanted position.